Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) stenting treatment procedure a balloon rupture occurred. Vascular access was obtained via an ipsolateral approach from the femoral artery. The 50% stenosed de novo lesion was located in the severely tortuous right common iliac (cia) to the external iliac (eia) artery. After pre-dilatation with another manufacturer's 6-40 balloon catheter the residual stenosis remained, but another manufacturer's 9-60 stent was implanted. A 8.0 x 40/135 (4f) sterling balloon dilatation catheter was selected for post dilatation and during advancement, moderate resistance was encountered. The balloon was inflated once to 6atms; however, residual stenosis remained. During the second inflation to 12atms for 60 seconds, a balloon rupture occurred. The stenosis was much less and the procedure was completed. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)